Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right atrial (ra) lead exhibited a unipolar lead impedance warning for low impedance. It was noted that the ra lead exhibited intermittent oversensing and undersensing. The ra lead remains in use. No patient complications have been reported as a result of this event.